Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardiac defibrillator showed atrial tachy response (atr) episodes due to spring contact issues that resulted in respiratory rate trend oversensing. It was mentioned that the patient's atrial lead is from competitor's. Technical services (ts) tried to explain these issues to the caller health care professional but there was a language barrier complication. Therefore, it was requested an email with the general explanation of this case for the physician. Ts finally instructed to turn off the respiratory rate trend to get rid of the false atr events. This device remains in service and no adverse patient effects were reported.